Manufacturer narrative:
Reported event was confirmed by review of x-rays. X-ray reviewer stated: "radiolucency at the proximal lateral humerus may be due to stress shielding versus possibly granulomatous osteolysis. Total shoulder arthroplasty humeral head component is superiorly subluxed with respect to the glenoid component, consistent with reported event of rotator cuff tear." Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause remains unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). There was no device or photos returned for evaluation. The device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. The product history could not be completed since the lot number is unknown. Surgical technique and notes were not provided. A definitive root cause of the reported issue cannot be determined with the information provided.

Event description:
It was reported that the patient underwent left shoulder arthroplasty revision due to a rotator cuff tear. During the patient's procedure, the rotator cuff was repaired and the head and taper were removed and replaced. No additional patient consequences were reported. No further information available.